Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician had difficulty removing the sense/pace portion of the competitive right ventricular lead from the device during a lead change-out procedure. After several attempts, the lead was eventually freed once the silicone seal was removed and a wrench was applied. The patient tolerated the procedure well.